Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a crack under the belt clip and pump error 53 (software error detected) the customer reported a blood glucose value of 21 mmol/l. The event involved product(s) mmt-1885. Troubleshooting was performed for crack and the customer stated that due to damage the functionality of the pump was affected. Troubleshooting was performed for pump error 53 and the customer stated the customer was able to clear the alarm and unable to rewind the pump. Troubleshooting was also performed for high blood glucose and the customer stated that the pump was utilized within 48 hours of the high blood glucose event. No further patient complications were reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to verify pump error 53 alarm or perform the displacement test, sleep current test, active current test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay. Flashing medtronic logo due to moisture damage on the electronic assembly. Pump error 53 alarm was unknown. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Cosmetic damage at belt clip rails was not confirmed. Cosmetic damage confirmed at the belt clip rails area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.